Event description:
It was reported that there were high impedances after implant. No external factors that may have contributed to the issue. Troubleshooting included impedance measurement in different modes (automatic and manual). No interventions were taken. The issue was not resolved.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name sensight; product ID b3301542m, (serial: (B)(6)); product type: 0200-lead; implant date: (B)(6) 2026; brand name sensight; product ID: b3400060m, (serial: (B)(6)); product type: 0191-extension; implant date (B)(6) 2026; brand name sensight; product ID: b3400060 (serial: (B)(6)); product type: 0191-extension; implant date (B)(6) 2026, brand name sensight; product ID: b3301542 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.